Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door roller pin was broken. The device was powered on with a primed cassette, the device alarmed for dor open. The door could not be properly closed due to the door roller pin was broken. This resulted in the device failing to initialize and recognize the cassette. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the infusion pump generated an alarm during use and stopped working. The infusion pump was replaced and the therapy continued. No information about the patient, kind of alarm or drug used or event date was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the roller pin was broken.